Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received anti tachycardia pacing (atp) and shock therapy. A review of the episode could not identify if the therapy was appropriate for ventricular tachycardia (vt) or was inappropriate for conduction of atrial fibrillation (af). Additional information was received that a second episode occurred and inappropriate therapy was delivered. No adverse patient effects were reported.